Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the nurse that the tubing of the bd pegasus¿ safety closed IV catheter system was bulging when connected to the infusion set. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. Our investigators noted a large bulge in the e tubing that resulted in the failure of the tubing wall. The batch record was reviewed, no related abnormalities were found. The most likely root cause is that the product was used in a way not intended by the manufacturer. Excessive pressure likely caused the tubing to burst during infusion as stated in the complaint.